Event description:
It was reported that during a da vinci-assisted surgical procedure, a screw from the permanent cautery hook instrument fell off while the surgeon was coagulating tissue. The screw fell inside the patient and was retrieved with a prograsp forceps instrument. All fragments were confirmed to be retrieved with an inspection of the abdominal cavity. A backup monopolar instrument was used to complete the procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and found the instrument to have a broken monopolar yaw pulley at the post/pin. The broken pin was missing as a result of the breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.